Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the proglide vascular closure device was ineffective and a bleeding event occurred. A stent was implanted in the femoral artery. Blood products were administered. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).